Manufacturer narrative:
Section d6b: if explanted; give date: not applicable as the device remains implanted. Section e1: email address: unknown, information was requested but not provided. Section h3: the device was not returned for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. Attempts were made to obtain additional information regarding the event; however, the information was not provided all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that upon implantation of preloaded monofocal intraocular lens (dcb00), the surgeon observed that approximately 5¿10% of the outer edge of the lens, located between the haptics, appeared scalloped with a rough texture. A small portion of the edge seemed to be missing. The surgeon proceeded with implantation. The lens was placed under the anterior capsule. The patient was examined the following day and reported 20/20 vision with no discomfort. No injury was reported. Surgery was completed in the same procedure without complications. No further details are available at this time.